Manufacturer narrative:
S/w version = 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm, pump error 35 and high bg found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1, pcba 2, or force sensor. Successfully downloaded history files and traces using thump. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Error 35 alarm was not found in the history files or traces on event date of jul 29, 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, cracked case (battery tube) and battery tube threads / cracked. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Unable to confirm high bg. Pump error 35 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 594 mg/dl at the time of the event. It was not mentioned that the customer showed symptoms during the high blood glucose event. It was also stated that the customer received a critical pump error and mechanical issue on their insulin pump. Troubleshooting was performed and unable to resolve the issue. It was unknown if the customer was using the pump within 48 hours prior to the event and if the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.